Event description:
We hooked the cassette up as normal it would not irrigate properly so we took this cartridge out and put in a different cartridge and it worked perfectly, we did nothing different to the machine or the cartridge so we feel this is a defective cartridge.